Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e. Fixed wire balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the egd procedure, the balloon would not inflate inside the patient. A hole was noted in the balloon. The procedure was successfully completed with another of the same device with no complications. The patient was reported to be "fine" at the conclusion of the procedure. Preliminary investigation results revealed that there is a longitudinal tear in the balloon. Based on this information, this event is now reportable.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the balloon was slightly stained and there were several kinks in the catheter shaft. Further examination of the returned device revealed a longitudinal tear in the balloon.the damage to the balloon may have been the result of contact with a sharp exterior source and the kinks in the catheter shaft can occur if force was applied when the balloon failed to inflate or when the device was removed from the scope; therefore the root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.